Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions of the broken tip cannot be verified anymore because of the damage, however, the shaft dimensions were measured and passed specifications. As indicated in the manufacturing documents the correct material (x15tn) was used and the hardness was with 59.5 hrc within the specification of 56-60 hrc. The fracture face is homogenous, which indicates material conformity. It is possible that a mechanical overload during use caused this breakage. The appearance of the fractured tip on the returned item matches the appearance of drivers that were tested in a laboratory setting at synthes (mt11-454). In the laboratory test, yielding occurred at approximately 15nm, and shearing occurred at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 20nm. Based on the number of locking caps and 03.632.400 sold between 11/2011 and 6/2013 (life of product), the occurrence rate of driver fracture during final tightening of locking cap(s) is approximately 0.064%. The design risk assessment is adequate for the intended use. Although the fractured tip of the 03.632.400 may be the result of the torque-limiting handle malfunctioning, the 03.632.400/03.632.401 drivers are not in the product literature. The technique guide therefore does not explain how the driver should be used. Placeholder.

Event description:
During a posterior lumbar fusion procedure at level l4-l5 on (B)(6) 2013, the torque limiting handle did not click as it should. Then the tip of the t-25 stardrive screwdriver broke. This occurred as the surgeon was performing the final tightening of the screws. The driver was swapped out for another from another tray. This is report 1 of 1 for complaint (B)(4).